Manufacturer narrative:
Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/delivery, and excessive no delivery alarm test. Unit functioned properly. Unit communicated properly with glucose sensor simulator test. No lost sensor alert noted. Low glucose alert functioned properly during testing. Unit received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call to have experienced low blood glucose of 20 mg/dl. Customer reported to have been involved in a vehicular accident on (B)(6) 2015. Customer reported to have been treated with insulin gel and IV. Customer arrived to the hospital with blood glucose of 170 mg/dl. Customer reported that insulin pump had a crack at the reservoir compartment. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.